Event description:
The pt had EKG changes, st elevation, and chest pain shortly after the catheter was inserted. Cardiac catherization revealed minimal blockage in the right coronary. The case continued without further issues. No pt injury resulted.